Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which a fluid loss caused a broken tube was noted; therefore, the existing device was removed and a new ipp was implanted. There were no patient complications.